Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the last time the patient felt stimulation was 2 years ago when the stimulation stopped working. The patient was having the ins replaced. No further complications were reported/anticipated.